Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy and was unable to place the system into MRI mode. Diagnostics revealed high impedances. X-ray imaging revealed migration of one t12 lead and fracture of the other t12 lead. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein both leads and ipg were explanted and replaced to address the issue.